Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 306 mg/dl. The customer stated that the device was not exposed to high magnetic field. Customer didn't received a motor position encoder error alarm. The motor error occured 4 times in the last 30 days. The customer stated they are unable to exit rewind screen. The customer was advised that the device would be replaced. The customer was advised to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. Unable to prime due to loose/protruded drive support disk. The insulin pump had moisture damage forces sensor resistor during visual inspection. Unable to perform the excessive no delivery test and occlusion test due to prime/fill anomaly. No motor error alarm noted. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked reservoir tube window, cracked reservoir tube and missing drive support sticker.